Event description:
Complainant alleged that while attempting to defibrilate a pt in ventricular fibrillation, the device displayed a "press to analyze" message when the charge button was pressed. The medic then pressed the analyze button and the device gave a "no shock advised" prompt for what clinicians believed was a shockable rhytym. Pt treatment was continued with CPR. Complainant indicated that the pt subsequently expired.